Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit automatically shut down about 4-5 minutes after it was turned on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated sections: b4, e1(site tel #), g3, g6, h2, h10.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. After testing the unit, the fse first found that the unit automatically turned off after 4-5 minutes. The second time, the unit turned off after about 1 minute. In order to fix the issue, the fse removed the dust, and it was observed that there was no abnormalities. The unit passed all factory specified performance and safety index tests. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.